Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2025. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the device was returned with the ligator housing with all bands attached to it. Two of the bands were broken and the ligator housing teeth were found bent. Additionally, the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that this failure mode could have been related with the technique used by the physician or the way the device was being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands, making them unable to be deployed due to this condition. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment. The same force used could have also made the bands damaged as seen on the product analysis, being unable to be used under this condition. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on january 9, 2025. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.